Event description:
The customer returned the duodenovideoscope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device had a gap in adhesive area between hold ring and distal end and forceps elevator had foreign material or stain. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material and material separation was identified. It is likely the result of degradation; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.